Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty pins on low voltage power supply were evaluated and repaired. The camera and b64 cards were evaluated and replaced. The ribbon cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.